Event description:
Following a coronary drug eluting stenting treatment procedure, pt hypersensitivity occurred. The pt was admitted with symptoms of acute coronary syndrome. The pt's left anterior descending artery was 95% occluded. A taxus express2 3.5 x 20mm drug eluting stent was deployed at 14 atm in the lesion. The pt developed a rash with itching 21 days later. On the following day, the pt presented with severe erythema, itchiness on their hands followed by all-over uticaria. The pt was admitted to the critical care unit where they experienced chest pain, edema on their hands and lips with some blistering, wheezing, and had difficulty swallowing. The pt was consulted by personnel in cardiology, respiratory, and ears, nose, throat (ent). It was unknown if the stent or one of the pt's medications was the cause of the reaction. The pt was taking toprol, lipitor, imdur, plavix, synthroid, and aspirin. The medication lipitor was questioned by ent and was discontinued. Cardiology replaced toprol with atenolol. Imdur was also stopped. The pt continued their plavix prescription per cardiology. It is unknown if the pt was given antibiotics following the stent implant. The pt was treated with intravenous steriods, antihistamines and given bronchodilators. The stent remains implanted and the pt was discharged from the hosp in satisfactory condition on the 5th day.